Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump trace download analysis confirmed the pump alarmed low battery alert and power loss alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed low battery and power loss alarm due to connector resistance j6 or pcb 1. After disconnecting and reconnecting the internal battery connector on j6 or pcb 1, the pump was monitored and functioned properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump battery did not last as long. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.